Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 15-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2020-jan-02 regarding a patient receiving morphine (25 mg/ml at 7.7mg/day), dilaudid (7.5mg/ml at 2.3mg/day), clonidine (250mcg/ml at 77mcg/day), and bupivacaine (2.5mg/ml at 0.77mg/day) via an implanted infusion pump. The indication for use was not specified. It was reported that the patient experienced a loss of pain relief. A catheter aspiration was attempted but failed. The patient was to be scheduled for a catheter revision, but the procedure had not been scheduled at the time of report. There were no environmental, external, or patient factors that may have led or contributed to the issue and the issue was unresolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of the failed aspiration was not investigated. The pump segment was discarded and an entire new catheter was introduced to resume pump therapy. There is no product to return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the catheter was revised on (B)(6) 2020 and the system was now functional. No further complications were reported/anticipated or expected.